Event description:
It was reported the programmer was intermittently not turning on and only a blank screen would appear. It was further reported that an error message was displayed when trying to interrogate a device. No patient complications were reported as a result of this event.

Event description:
It was reported the programmer was intermittently not turning on and only a blank screen would appear. It was further reported that an error message was displayed when trying to interrogate a device. The radiofrequency (rf) head was also returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report regarding the programmer not turning on and only a blank screen would appear. It was also noted that the power cord door was damaged. Analysis could confirm that a serious error message was displayed when trying to interrogate a device: (B)(4): analysis found that the cable was out of specification.